Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that a lead was extracted due to dislodgement. Follow-up was unable to clarify whether it was the atrial or rv (right ventricular) lead at issue. The atrial lead was capped and replaced, and the rv lead was at least partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; distal segment returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.